Event description:
Boston scientific received info that this right atrial had dislodged and was confirmed with an x-ray. The physician requested a new lead at time of lead revision. This lead was explanted. No adverse pt effects were reported.